Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrostomy procedure, the jaws locked on tissue and there was an issue unloading the device. The device was locked down on tissue after completing the fire but would not retract. Manual retraction tool would not work to bring back the blade but was able to unarticulated the reload, it was cut out with another idrive system and amt trs loads. The case was completed after multiple attempts to retract the ibeam, a new idrive system was opened and fired along patient side of specimen to remove the reload off patient and then more firings took place to cut stuck reload off the specimen so it could all be removed from the port site. The procedure extended for more than 30 minutes and there was tissue loss. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one egia60amt. The event report alleges the product was used in a surgical procedure. Visual evaluation of the product noted that the reload was clamped shut with the knife blade fully advanced and the articulation rod of the adapter was fully retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the jaws locking down can be caused by misloading the reload. If the articulation rod does not fully engage with the knife bar assembly the user will be unable to retract the blade. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. However, the investigation detected secondary conditions of articulation out of range and obstruction that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.